Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0875 inches. Pump did not pass the sleep current measurement test due to high currents. Successfully downloaded history files and traces using thump. No alerts/alarms/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 2. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump received with a high sleep current measurement due to moisture damage on pcba 2. No current code/category was confirmed due to high sleep current measurements. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received incorrect 780g pump without software updated. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1885 was requested and the device was returned for the analysis.